Event description:
It was reported that during implantation/application, the incision was not big enough and the surgeon was unable to fit the intraocular lens (iol) into the patient's operative eye. Additionally, the iol was found bent but not used. There was no patient involvement. However, it was also reported the lens was fully inserted. The customer is unable to provide further information.

Manufacturer narrative:
Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1 telephone number (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.